Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained from two different samples collected from two different patients tested on a vitros 5600 integrated system. The assignable cause of this event is unknown. Based on historical vitros tsh quality control results, there was no indication the vitros tsh reagent had malfunctioned. Since the results were reproducible on two different instruments it is unlikely an instrument issue contributed to the event. The presence of an interferent in the patient sample that is interacting with the matrix of the vitros tsh assay, but not with the non-vitros method, could not be ruled out. The patient was taking biotin supplements (5000 mg/day). Per the tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5 ug/dl. However, current medical literature states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the sample is a potential interfering substance and cannot be ruled out as contributing to the event. The assignable cause of the events is unknown.

Event description:
The customer observed reproducible, lower than expected, vitros tsh results obtained from a single patient sample processed on a vitros 5600 integrated system, when compared to the expected results obtained from a non-vitros system. Patient sample results of 0.17, 0.18 and 0.0.15 miu/l vs. The non-vitros result of 1.84 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros tsh result obtained was reported outside the laboratory; however, the results were questioned by a physician. There was no allegation of inappropriate action taken resulting in patient harm as a result of this event. (B)(4).